Event description:
Customer stted the device showed signs of melted and balckened plastic on the device base unit. A request was made for the return of the suspect device and replacement product was sent.